Manufacturer narrative:
The investigation reviewed the calibration data; the calibration signals were within specifications. There was no influence of calibration on the event. The investigation reviewed the qc data; the qc was within range before the patient sample was run or the system was released for patient measurement. The investigation reviewed the instrument check on (B)(6) 2023; the instrument check passed. The investigation reviewed the images from the sample foam detection camera; the images were pipetted on (B)(6) 2024 at 12:11:00 and (B)(6) 2024 at 12:23:24. Both images showed large and small bubbles at the tube walls. There was also a little white metallic film at the surface; the tube could have been centered better. In general, many patient samples were seen with foam and bubbles in various sizes. Additionally, many patient samples showed floating white particulate matter and some showed a white metallic film. The investigation noted that the analyzer was clean. The investigation determined a general reagent problem was not present, because the qc before the event was within the specified range. The investigation determined the event was consistent with a sample quality issue (bubbles seen in provided images). The investigation could not identify a case-specific root cause. There was no indication of a device malfunction.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. The initial result at 12:20 pm was 244 ng/l. The first repeat result at 12:32 pm was 28 ng/l. The second repeat result at 12:37 pm was 30 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.